Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump error 25 alarm due to j6 connector resistance issue. The pump was received with case cracked behind the pump near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received an alarm which was generated when a power system error was detected and this error does not prevent the pump from running. The customer's blood glucose level was unknown. The customer also reported a long crack beginning from the top of the insulin pump, all along the length of battery tube. The device will be returned for analysis.